Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Manufacturer narrative:
Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the event date of the reported failure was provided. Customer confirmed that there was no patient injury. No fragment(s) fell into the patient's anatomy. Isi did receive the reported 8mm fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and it was found to have a damaged grip cable at distal end. Correction : based on the follow-up information received, the event date under section b3 was updated to 05/27/2025.

Event description:
Refer to h11 for follow-up information.